Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included caesarean section on (B)(6) 2012. Concomitant products included buspirone since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed"), mood altered ("mood changes"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("fallopian tube pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious"), fatigue ("fatigue"), cyst ("cyst"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with antibiotics, antidepressants and surgery (laparoscopic bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, anxiety, depression, mood altered, urinary tract infection, migraine, headache, dysmenorrhoea, fatigue, adnexa uteri pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, weight increased, alopecia, cyst, sepsis and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abscess, adnexa uteri pain, alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, sepsis, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months and year, plaintiff sought treatment on multiple occasions for the symptoms. It is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: case category updated to serious incident, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included caesarean section on (B)(6) 2012. Concomitant products included buspirone since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed"), mood altered ("mood changes"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("fallopian tube pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious"), fatigue ("fatigue"), cyst ("cyst"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with antibiotics, antidepressants and surgery (laparoscopic bilateral salpingectomy, removal of essure devices bilaterally). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, anxiety, depression, mood altered, urinary tract infection, migraine, headache, dysmenorrhoea, fatigue, adnexa uteri pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, weight increased, alopecia, cyst, sepsis and abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abscess, adnexa uteri pain, alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, sepsis, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months and year, plaintiff sought treatment on multiple occasions for the symptoms. It is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.